Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the markerband became damaged. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman® laa closure device & delivery system was inserted into the watchman® access system. The closure device was deployed and landed proximally. While in the process of doing a full recapture they were pulling in the feet of the device when the markerband may have got caught and kinked. The closure device was fully recaptured. A new 27mm closure was successfully implanted. No patient complications were reported and the patients status is okay.